Event description:
Malfunction of the visx laser during prk treatment to the left eye caused the laser to completely shut down during treatment and before the laser treatment was completed. Subsequent attempts that day to re-start the laser were unsuccessful. The pt was taken to another laser facility where the appropriate treatment was completed on the left eye. The right eye treatment was uneventful prior to the shutdown of the laser during treatment for the left eye. Dates of use: (B) (6) 2010. Diagnosis: myopia. Post surgical follow-up dates of (B) (6) 2010, (B) (6) 2010, (B) (6) 2010.